Event description:
It was reported by service report that the scale was inaccurate and the power cord was frayed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.